Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
Levels: l3-l5 it was reported that the patient underwent spinal fusion surgery, using select parts of rh-bmp2/acs (i.e.the rhbmp2/acs and collagen sponge). The rhbmp2/acs was applied via an off label approach (i.e. From a transforaminal and posterolateral approach). The rhbmp2/acs collagen sponge was used to fuse more than one level of the spine.the rhbmp2/acs collagen sponge was placed outside a cage.post-op, the patient complained of worsening pain in her low back, with associated radiculopathy in the lower extremities.the patient also underwent three painful revision surgery. Patient continues to experience chronic low back pain. Patient is unable to sit or stand for extended periods and had difficulty walking. Patient is unable to work. The serious injuries prevent patient from enjoying daily life activities that the patient enjoyed preoperatively, and patient had otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2008: the patient was preoperatively diagnosed with l3-l5 lumbar stenosis, degenerative disc disease and underwent following procedures: minimally invasive spine surgery l3 to l5 laminectomy. L3 to l5 instrumented posterior spinal fusion. Posterolateral fusion l3 to l5 with rhbmp-2 right iliac crest aspirate . Transforaminal lumbar inter body fusion l3-l4, l4-l5 with cages rhbmp-2 right iliac crest aspirate. As per op-notes ¿next, a 9 x 9 x 27 cage was packed with rhbmp-2 bone morphogenic protein, allograft and a right iliac crest aspirate and then placed across the disc space to the contralateral side. Once again a 9 x 9 x27 cage packed with rhbmp-2 bone morphogenic protein and allograft with aspirate was then placed into the disc space, retracted posterior t o the posterior wall of vertebral body. ¿ the patient was diagnosed with status post l3-l5 minimally invasive laminectomy, transforaminal lumbar inter-body fusion, and a posterior spinal fusion with instrumentation. On (B)(6) 2008: the patient was discharged. On (B)(6) 2008: the patient underwent x-ray of lumbosacral spine 2 or 3 views due to numbness in lumbar area. Impression: status post posterior spinal fusion from l3 to l5 with no evidence of vertebral subluxation or compression deformity. On (B)(6) 2008: the patient underwent MRI of lumbar spine with or without contrast. Impression: multilevel degenerative changes. Postsurgical changes from posterior lumbar fusion of l3-l5. Evaluation of the neural foramen at these level is limited. On (B)(6) 2008: the patient underwent x-ray of lumbosacral spine 2 or 3 views. Impression: status post posterior spinal fusion from l3 to l5 without evidence of hardware complications. On (B)(6) 2009: the patient underwent flexion and extension views of lumbar spine due to pain. Findings: there are screws and spinal rods transfixing l3-l5. There is no evidence of spondylolisthesis on flexion or extension. On (B)(6) 2009: the patient underwent MRI of cervical spine with or without contrast. Impression: small central disc protrusion at c6-c7. Normal spinal cord. Mild foraminal stenosis at c3-c4 on the right and c5-c6 bilaterally. On (B)(6) 2009: the patient underwent ultrasound of lower extremities due to pain and swelling. Impression: normal ¿abi¿. On (B)(6) 2009: the patient underwent MRI of left shoulder. Impression: mild tendinopathy of the infraspinatus tendon. Hypertrophic degenerative change of the acromioclavicular joint. Possible mild subscapularis tencinopathy. On (B)(6) 2009: the patient presented with a complaint of neck pain radiculating to left upper extremity. The patient was preoperatively diagnosed with cervical radiculopathy and underwent left sided epidurial needle insertion with insertion of epidurial catheter and left sided epidurial steroid injection with selective epidurogram with fluoroscopic guidance. On (B)(6) 2009: the patient underwent 3 views of left knee due to pain. Impression: normal appearance of the left knee. On (B)(6) 2009: the patient underwent MRI of left knee due to pain. Impression: prominent edema in the suprapatellar fat pad suggestive of suprapatellar fat pad impingement. Interval worsening. Tendinosis of the quadriceps tendon near the insertion to patella. On (B)(6) 2009: the patient underwent pharmacologic stress single isotope myocardial spect imaging with gated spect imaging. Impression: myocardial perfusion imaging is normal with no evidence of ischemia. Overall left ventricular systolic function was normal without regional wall motion abnormality. Ejection fraction 52%. The patient also underwent 2d echo with cardiac doppler. On (B)(6) 2009: the patient underwent MRI of the orbits. Impression: unremarkable MRI examination of the orbits. Scattered tiny foci of increased t2 and flatr signal in the periventricular and subcortical white matter, likely representing microangiopathic ischemic disease. Mild paranasal sinus disease. On (B)(6) 2009: the patient presented with status post l3-l5 laminectomy who had complaints of ambulation problems. On (B)(6) 2009: the patient underwent MRI of lumbar spine with contrast. Impression: interval resolution of the previously noted bilateral subcutaneous fluid collection at the site of prior discectomy and posterior fusion. Persistent degenerative changes in mid-lower lumbar spine causing significant central canal stenosis and bilateral right greater than left foraminal stenosis at several levels. On (B)(6) 2010: patient presented for office visit. On (B)(6) 2010: the patient underwent colonoscopy due to hemorrhage of rectum & anus. Postoperative diagnosis: internal hemarrhoids. No endoscopic evidence of crohr¿s ileocolitis. On (B)(6) 2010: patient underwent MRI lumbar spine with and without contrast. Impression: post surgical change including bilateral tran spedicular screws from l3 to l5. Multilevel degenerative change with varying degrees of central canal and neural foraminal stenosis. Diffuse epidural lipomatosis from l2-l3 level through the sacrum, resulting in effacement of thecal sac. On (B)(6) 2010: patient underwent CT cervical spine without contrast. Findings: posterior spinal fixation with trans pedicle screws and appeared vertical rods from l3 through l5. Laminotomy at l3 is there on the left with adjacent soft tissue density, which may represent granulation tissue. Osseous fusion across the disk space at l3-4 is noted. Disk graft is there at l4-5. Surgical hardware is intact. T12-l1 through l2-3: minimal degenerative changes are manifest by disk space narrowing and anterior osteophytosis. No significant canal or neuroforaminal stenosis. Vacuum gas phenomenon is noted at l2-3. L3-4: there is marked anterior and posterior osteophylic ridging resulting in severe canal stenosis. Bilateral facet arthropathy is contributing to bilateral mild to moderate. On (B)(6) 2010: the patient underwent MRI of cervical spine. Impression: severe multi-level degenerative changes including severe neural foraminal stenosis from c3-c4 through c6-c7. On (B)(6) 2010: patient presented for office visit low back pain, leg pain/parasthesias. Pre-op diagnosis: lumbar stenosis with lipomatosis. Procedure: l3-5 laminectomy with posterolateral fusion. On (B)(6) 2010: the patient presented with low back and left leg pain with parasthesias. On (B)(6) 2010: patient presented for office visit. On (B)(6) 2010: patient presented for office visit. On (B)(6) 2010: the patient underwent two views of right hip. Impression: mild osteoarthritis of the right hip. A few small subchonral cysts are seen in the superior lateral position of the acetabulum. No fracture or dislocation. On (B)(6) 2010: patient presented for office visit with right groin and hip pain. The patient underwent x-ray of anterior-posterior pelvis and anterior posterior right hip. Impression: mild osteoarthritis in the right hip. On (B)(6) 2010: the patient underwent 2 views of right hip. Impression: mild osteoarthritis of both hips, right greater than left. Normal pelvis. On (B)(6) 2010: the patient underwent MRI of right hip due to pain. Impression: mild osteoarthritis of right hip joint with a small effusion extending into obturator externus bursa. Mild gluteus medius tendinosis. On (B)(6) 2010: the patient presented with pain in joint, pelvic region/thigh. Two fluoroscopic images were obtained of the right hip. The first image demonstrates a needle overlying the proximal hip and contrast material. The second image demonstrates only contrast material. The patient was preoperatively diagnosed with right hip pain with probable degenerative arthritic change in the right hip and underwent right hip injection under fluoroscopic guidance. Patient underwent unilateral one view of hip. Fluoroscopy time: 7 seconds. On (B)(6) 2010: the patient underwent frontal and lateral views of the chest due to cough. Impression: no acute cardiopulmonary disease. On (B)(6) 2011: patient presented for office visit. Diagnosis: palpable swelling. On (B)(6) 2011: patient presented for follow up for checking of blood pressure. On (B)(6) 2011: patient presented for office visit. Diagnosis: sleep apnea. On (B)(6) 2011: patient presented for follow up for checking of blood pressure. On (B)(6) 2011: the patient underwent ultrasound right lower extremity soft tissue due to history of right groin pain. Impression: 1.2 x 0.9 x 0.5 cm lymph node in the right groin in the region of the patient¿s palpable lump. The patient also underwent ultrasound of the thyroid. Impression: there are a few small nodules in the thyroid gland. The largest measure 0.6 x 0.4 x 0.5 cm and is located in the lower aspect of the right lobe. On (B)(6) 2011: the patient presented with enlarged right groin lymph node and preoperatively diagnosed with right inguinal lipoma and underwent excision of right lymph. On (B)(6) 2011: patient presented for office visit. On (B)(6) 2011: patient presented for follow up for checking of blood pressure. On (B)(6) 2011: patient presented for follow up with problem related to chin. Patient underwent diagnostic test. On (B)(6) 2011: patient presented for office visit. On (B)(6) 2011: the patient underwent ultrasound of the left neck region due to mass in the area. Impression: multiple small lymph nodes along the left internal jugular chain and two small lymph nodes in the submertal region. No soft tissue mass or fluid collection is seen in the area of the palpable mass in the left neck. On (B)(6) 2011: the patient underwent three views of the left hand. Impression: no acute fracture or dislocation. Moderate osteoa rthritis of the second dip which is more pronounced than in the other fingers. There is also a moderate osteoarthritis of the first carpometacarpal joint. Unremarkable radiographic appearance of the soft tissues of the index finger. On (B)(6) 2011: patient presented for office visit. Patient underwent diagnostic test. On (B)(6) 2011: the patient underwent single view of the pelvis and 2 views of the right hip. Findings: there is no evidence of fracture or dislocation. There is mild to moderate osteoarthritis of the right hip and mild osteoarthritis of the left hip. On (B)(6) 2011: the patient presented with arthritis pain of hip and underwent right hip injection under fluoroscopic guidance. One anterior posterior image of the right hip joint demonstrates the tip of the needle at the lateral aspect of the joint without injection. On (B)(6) 2011: patient presented for follow up with fluctuating sugar levels. Patient underwent diagnostic test. On (B)(6) 2011: patient presented for follow up. Patient underwent diagnostic test. On (B)(6) 2011: patient presented for follow up with neck and back pain. On (B)(6) 2011: patient presented for follow up with neck pain. On (B)(6) 2011: patient presented for office visit. On (B)(6) 2012: the patient underwent MRI of cervical spine. Impression: new focal left lateral disc protrusion at c4-c5 , otherwise stable multilevel degenerative disc disease from c3 through c7. Multilevel severe neuroforaminal stenosis from c3 through c7. Small vertebral body hemangiomas at t1 and t2. On (B)(6) 2012: patient presented for follow up with neck pain and back pain. On (B)(6) 2012: patient presented for follow up with back pain and neck pain. On (B)(6) 2012: the patient underwent CT of lumbar spine. Impression: post-surgical changes of dorsal decompression with posterior spinal fixation, at l3, l4 and l5. No evidence of hardware complications. Multi-level degenerative, most pronounced at l5-s1. The patient also underwent MRI of lumbar spine, status post fusion with worsening back pain and the report was compared with the result of study done on (B)(6) 2010. Impression: since the prior study, there has been laminectomy at l3, l4 and l5. There is markedly improved caliber of the central canal at l3-l4 with no significant stenosis. Epidural scar is seen at l4-l5 with mild increase in disk protrusion and central canal stenosis. Epidural lipomatosis is noted with severe central canal stenosis at l5-s1 and moderate stenosis at l2-l3, unchanged from the prior. Multi-level spondylosis is again noted with increased disc protrusion and central canal stenosis at t12-l1. New modic type I endplate changes are seen at the l5-s1 disc space. There is new edema in the right sacral ala extending from the s1 superior endplate. On (B)(6) 2012: patient visited for office visit with neck pain. Procedure: cervical epidural block. Patient was given epidural injections. On (B)(6) 2012: patient presented for office visit. Patient underwent lumbar myelogram and post myelographic CT. Impression: status post laminectomy with fusion surgery from l3 to l5 levels with suggestion of a partial extradural block at l4-5 level on myelogram. Multilevel degenerative changes with evidence of partial cut off of bilateral l5 nerve roots and also of bilateral l4 nerve roots and slight indentation on right l3 nerve root. Moderate canal stenosis at l2-3 level as well as t12-l1 levels. Apparent moderate to severe canal stenosis at l5-s1 level. Majority of thecal effeacement at l5-s1 level appears to be related to epidural lipomatosis. On (B)(6) 2012: patient visited for office visit with low back pain, buttock pain and right leg pain. On (B)(6) 2012: patient presented for follow up. Patient underwent diagnostic test. On (B)(6) 2012: patient presented with following pre-op diagnosis: l4-5 stenosis, radiculopathy. Procedure: l4-5 lumbar laminectomy, fluoroscopy. Patient under went x-ray chest portable 1 view. Impression: suggestion of left suprahilar 1cm somewhat rounded opacity. Low lung volumes accentuate cardiomediastinal silhouette and pulmonary vasculature. Scattered areas of subsegmental atelectasis are noted predominately in lower lung zones. No pleural effusion or pneumothorax is seen. On (B)(6) 2012: patient under went CT scan of chest thorax without contrast. Impression: the questionable mass visualized on chest x-rays is felt to represent confluence of vessels. No masses are identified. Centrilobular emphysema. Atelectasis/scarring at lung bases. On (B)(6) 2012: the patient underwent ultrasound of the thyroid due to abnormal tsh. Impression: stable mild heterogeneity of the thyroid gland with a few small nodules. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient presented for follow up. On (B)(6) 2012: patient presented for follow up. Patient underwent diagnostic test. Review of systems: heat and cold intolerance, occasional nausea and diarrhea, a pinched nerve in his neck down his left arm. On (B)(6) 2012: patient presented for office visit for thyroid evaluation. On (B)(6) 2012: the patient underwent x-ray of bilateral hip due to right hip pain. Impression: there is mild osteoarthritis of the right hip with sclerotic changes at the acetabulum and mild joint space narrowing. The left hip is normal in appearance. There are no acute fractures or dislocations. There are posterior spinal rods and trans-pedicular screws in the visualized portion of the lumbo-sacral spine. There are laminectomy defects from l3 through l5. On (B)(6) 2012: the patient underwent MRI of cervical spine due to left arm radicular pain. Impression: multi-level degenerative changes with central and neural foraminal stenosis, stable from the prior exam. The patient also underwent MRI of the brain due to history of dizziness and left arm weakness. Impression: no acute findings. Mild non-specific white matter signal changes. Impression: diffuse cervical spondylosis resulting in varying degrees of advanced neural foraminal stenosis and mild central canal stenosis at c6-c7. On (B)(6) 2012: patient presented for follow up. On (B)(6) 2012: patient presented for pre-op evaluation. On (B)(6) 2012: the patient underwent x-ray of chest due to cough. Impression: normal chest on (B)(6) 2012: the patient underwent CT of lumbar spine without contrast. On (B)(6) 2012: patient presented for office visit. Assessment: patient reports pain in back chronic. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient presented for follow up, patient was evaluated and treated. Associated diagnosis: lumbar herniated disc. On (B)(6) 2012: patient presented for office visit. Patient underwent diagnostic test. On (B)(6) 2012: patient presented for pre-op evaluation. On (B)(6) 2012: the patient underwent MRI of lumbar spine. Impression: status post surgery with evidence of inferiorly extending disc extrusion at l5-s1 level compressing the thecal sac and effacing the lateral recess. The inferior portion of the disc may be a free fragment. There is a suggestion of prevertebral soft tissue thickening at this level and there is persistent marrow edema of l5 and s1 vertebral bodies. While this change may be secondary to degenerative/granulation tissue, however, superimposed infection cannot be completely excluded. Multilevel additional degenerative changes throughout the lower thoracic and upper lumbar region. On (B)(6) 2012: patient underwent microscopic diagnosis test. Diagnosis: intervertebral disc, l5-s1; discectomy. Intervertebral disc material with degenerative changes. Patient presented with lumbar disc disease and weakness in left foot. Pre-op diagnosis: herniated left l5-s1 disk. Procedure: re-exploration of lumbar wound, left l5-s1 microdiskectomy, fluoroscopy and neuromonitoring. Patient underwent peripheral venous testing. Findings: right leg and left leg: no evidence of deep venous thrombosis detected in veins visualized. No evidence of superficial thrombosis detected. Deep veins visualized include common femoral, proximal femoral, mid femoral, distal femoral, popliteal(above knee, fossa, below knee), posterior tibial and peroneal veins. Patient underwent x-ray chest, portable 1 view. Impression: apical lordotic projection. There are low lung volumes. No focal consolidation. Cardiomediastinal silhouette and pulmonary vasculature are within normal limits. On (B)(6) 2012: patient presented with limb swelling. Patient underwent peripheral venous testing. On (B)(6) 2012: the patient was discharged. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient presented for follow up. On (B)(6) 2012, (B)(6) 2013, (B)(6) 2014: the patient presented with chief complaint of psa being elevated above the normal range. On (B)(6) 2013: there was a phonic discussion. On (B)(6) 2012: the patient underwent MRI of lumbar spine. Impression: postsurgical changes from prior l3-l5 laminectomy and posterior fusion. New post surgical changes note dat the l5-s1 level, interval development of acomplex 2.5 x 2.1 x 5.4cm fluid collection in the posterior paraspinal soft tissues. Multilevel degenerative changes. These changes rae more pronounced at the l5-s1 level where there has been interval increase in the size of the disc herniation with superior migration of the herniated disc. On (B)(6) 2012: the patient underwent CT of lumbar spine. Impression: post surgical changes including laminectomies and posterior spinal fusion from l3 to l5 without hardware abnormality. Multilevel degenerative and postsurgical changes are noted with varying degrees of central and neural foraminal stenosis. Central stenosis is most pronounced at l2-l3 while foraminal stenosis is most pronounced at l4-l5 where there is complete obliteration of the neural foramina bilaterally. Disorganisation to the intrathecal lumbar nerve roots suggesting aracnoiditis. The patient also underwent myelogram. On (B)(6) 2012: the patient presented for office visit due to persistent left leg pain and paresthesias and numbness following spinal surgery. Impression: severe left active and subacute s1 radiculopathy. Severe chronic l4-l5 radiculopathy. Borderline normal sural sensory responses consistent with possibly mild sensory neuropathy. On (B)(6) 2012: the patient underwent MRI of right hip without contrast. Impression: no evidence of avascular necrosis. Findings are consistent with an insufficiency type stress fracture involving the right sacral ala. There is also suspicion for an insufficiency fracture involving the left sacral ala given the amount of marrow edema in the region, however no discrete fracture line is identified. Right iliopoas bursitis. Prostatomegaly with a mildly trabeculated urinary bladder possibly related to long-standing partial urethral obstruction. Mild right hip osteoarthritis. Partially imaged posterior lumbar spine fixation hardware. There is associated atrophy of the erector spine muscles with a small fluid collection seen within the left paraspinal musculature likely representing a seroma. On (B)(6) 2012: the patient was preoperatively diagnosed with lumbago, left l5-s1 herniated disc, left l5-s1 foraminal stenosis, radiculopathy and underwent exploration of lumbar wound, left l5-s1 medial facectomy, foraminotomy, l5-s1 microdisccetomy, s1 fusion extension, instrumented fusion, fluoroscopy, neuromonitoring, s1 laminectomy. The patient underwent x-ray of chest single view. Impression: the lungs are clear and normally aerated. The cardiomediastinal silhouette is within normal limits. There is no pleural effusion or pneumothorax. The patient underwent CT of lumbar spine without contrast. Impression: immediate post surgical changes from recent revision and extension of posterior lumbar fusion and laminectomy. On (B)(6) 2013: the patient presented for some tests. On (B)(6) 2013: the patient underwent chest x-ray due to shortness of breath. No active disease in chest. On (B)(6) 2013: the patient underwent 2d echo with cardiac doppler. On (B)(6) 2014: the patient was preoperatively diagnosed with cervical stenosis with myelopathy and underwent following procedures: posterior segmental fixation and fusion using medtronic vertex system. The instrumented fixation was from c3-t1 and bony fusion from c2 to t1. Arthrodesis for purposes of fusion at c2-t1. Use of autograft and allograft for purposes of fusion at c2 to t1. Laminectomies at c3-c6. Fluoroscopy was used for localization. Neuromonitoring was used.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.